Event description:
Intraoperatively a xi force bipolar instrument broke. The cable within the working mechanism became loose causing the instrument to no longer work properly. FDA safety report ID# (B)(4).